Manufacturer narrative:
The pipeline was returned with the pushwire and marksman catheter. The evaluation could not determine the cause of the event as the pipeline was found released from the capture coil and fully opened; however, the capture coil and braid were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient was given dual antiplatelet therapy. During the procedure, it was reported the pipeline (5mm x 30mm) would not completely release from the capture coil. Another pipeline (4.75mm x 30mm) was used and the same issue occurred. Both pipelines were removed from the patient by trapping the braid between the capture coil and the catheter. The aneurysm was coiled post pipeline procedure. The patient was reported to be doing fine. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00411.